Manufacturer narrative:
Investigation completed on a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheters complaint of needle dull and not penetrating skin tissue. Twenty samples of 20 gauge via valve sister samples received for analysis. The samples with test4ed for sheath removal force and penetration. Three of the twenty samples were observed to be unseated from the device assembly after sheath removal. Magnified examination of these devices noted damage on the catheter hub and nose components. Instructions for use (IFU) section 4.2, no cannula or bevel tip nonconformances were noted and the samples met the requirements for maximum penetration force. As a result, the damage observed was identified as poor workmanship. Poor workmanship is categorized as an attribute class iii characteristic. A class iii characteristic is defined as an aesthetic defect. Product is functional but may be perceived by customer to be nonfunctional. No fault found and will continue monitoring.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information received a smiths medical peripheral intravenous catheters (pivc)/jelco safety protectiv plus catheters needles are dual hard to penetrate the skin, described with self osculating. No patient adverse events reported.